Manufacturer narrative:
This is directly related to medwatch 1212122-2019-00003, same event. No sample or photograph have been received for this issue. The device history record (DHR) was reviewed and no issues were noted related to this complaint. The certificate of conformance (coc) was reviewed and the component was deemed conforming by the supplier. It was noted by the customer that the flow through the filter as the time of the incident was over 500 ml/min. The flow through the filter was noted as 30% greater than the recommended 350 ml/min as stated in the instructions for use. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. Gtin (B)(4).

Event description:
The customer reported that the leukocyte filter burst within minutes of the initiating its use. The device was clamped out and the recirculation line was utilized. This resulted approximately 100 ml blood loss, there was no delay, and the surgical outcome was successful. There was no major patient impact .